Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain; inflammation; elevated cobalt and chromium; disfigurement; loss of mobility and range of motion; difficulty ambulating; and problems sitting, standing, and moving up and down stairs. Subsequently, legal counsel reports that patient underwent a left hip revision procedure on (B)(6) 2014. There has been no revision reported to date for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to left hip pain. Revision op report notes no evidence of metallosis, loosening of acetabular or femoral components, or of abnormal wear. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03906 / -03907 and -07166).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. This product was reported on MFR 0001825034-2014-02884.